Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2 (date of birth of children: (B)(6) 2013). Essure confirmation test-yes (per pfs). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), pelvic pain ("pelvic pain/ chronic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), vaginal infection ("vaginal infect") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, rheumatoid arthritis, pelvic pain, abdominal pain, back pain, dermatitis allergic, psychological trauma, bladder disorder, vaginal infection, vaginal discharge, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dermatitis allergic, fallopian tube perforation, pelvic pain, psychological trauma, rheumatoid arthritis, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, psych injury, bladder disorder, vaginal infection, vaginal discharge, rheumatoid arthritis. Date(s) of insertion: (B)(6) 2013 (as per pfs-discrepancy noted). Discrepancy noted on essure insertion date-(B)(6) 2013 (as per pif). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: pif received. No new information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), pelvic pain ("pelvic pain/ chronic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), vaginal infection ("vaginal infect") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, rheumatoid arthritis, pelvic pain, abdominal pain, back pain, dermatitis allergic, psychological trauma, bladder disorder, vaginal infection, vaginal discharge, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dermatitis allergic, fallopian tube perforation, pelvic pain, psychological trauma, rheumatoid arthritis, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, psych injury, bladder disorder, vaginal infection, vaginal discharge, rheumatoid arthritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received- case becomes incident. Event injury was removed. New events pain: chronic/ pelvic, abdominal, back, allergy: rash/skin condition, psych injury, perforation: fallopian tubes, bladder/urinary problems: bladder probs., vaginal infect., vaginal discharge, other injuries/symptoms: weight gain, weight loss and other: rheumatoid arthritis were added. Implant date was updated. Product indication was updated. Patient¿s date of birth was added. Reporter¿s information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.